Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call she received a no delivery alarm. The customer stated it worked at first when she changed the reservoir but then ended up changing the infusion set as well. The alarm was resolved by the complete set change. Blood glucose value is unknown. The reservoir would be replaced and returned for analysis.